Manufacturer narrative:
This report is submitted on february 14, 2022.

Event description:
Per the clinic, the patient experienced recurrent infections around the abutment site which was treated with intramuscular and topical steroids and oral antibiotic. The implant remains in-situ. Further information is being sought from the clinic.